Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on display screen that affect ability to read the screen. Customer's blood glucose level was unknown. Customer reports insulin pump squirts insulin during priming. Customer states buttons are harder to press. Customer states insulin pump had random no delivery alerts. The insulin pump will not be returned for analysis.